Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed oil separation in the window, damage to the tip cap, window and handle, and debris in the window. The extensive damage to the transducer is indicative of improper handling and maintenance.